Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a loose pitch cable at the proximal clevis. A visual inspection of the back end found no evidence of cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. The instrument was installed on an in-house system and driven and exhibited imprecise motion in the pitch direction. The grip tips moved in the direction commanded, however a lag or delay in motion was observed. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the failure was related to an inability to move the instrument at all (e.g., static instrument). The surgeon said it was hard to move. The reporter did not have information regarding if the instrument moved in the intended direction. There was no shakiness and/or friction experienced or observed. There were no external collisions and the issue was persistent. A backup instrument was used to resolve the reported issue and continue the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon complained about the instrument¿s movements. The procedure was completed with no reported injury.